Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g.5: 510k - k130520 the actual device was returned for evaluation. Visual inspection revealed no anomalies or defects. The actual device, after having been rinsed and dried, was tested for its gas transfer performance as follows. Bovine blood was let to flow through the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flow rate of 5l/min. And 3l/min. Result: o2 transfer: @5l/min.= 329l/min. @3l/min.=218ml/min. Co2 removal: @5l/min.= 247ml/min. @3l/min.= 172ml/min. No anomalies were revealed in the gas transfer performance of the actual device, with the obtained values meeting manufacturer specifications. A review of the device history record and the product release decision control sheet of the reported product code/lot number combination was conducted with no findings. A search of the complaint file found no previous report with the involved product/lot# combination. The investigation result verified that the actual device was the normal product, meeting the gas transfer performance specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be definately determined. The IFU states: start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an insufficient gas-exchange on the involved capiox device. The patient's bsa is 1.56 m2. The circulation was started with fio2 65% and the flow rate @1.0 l., which are normal for this customer. The arterial blood was dark in color, indicating poor oxygenation. The o2 value and co2 value determined with the cdi500 are those for venous blood. The customer addressed this issue by increasing fio2 up to 100% and the flow rate up to 8 l. Then, the gases went back to the normal state with svo2 also being in normal. The actual sample was able to be used with no further issue during the operation. There was no impact to the patient. Current condition of the patient is unknown.